Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient was seeing a warning por screen on their patient programmer. The patient reported being recently exposed to medical equipment. Hcp didn't know of por since it happened on (B)(6) 2018. No troubleshooting could be done. There were no further complications reported.